Event description:
It was reported that the pump indicated a data log corruption. There was no information provided about the impact on the customer¿s blood glucose level. Technical support decided to replace the pump and is awaiting its return for further examination, with a replacement pump already dispatched.